Event description:
It was reported to boston scientific corporation that a pre-pubic sling was implanted on (B)(6) 2011. For three weeks post operation, patient still experienced urinary incontinence; after those three weeks, the incontinence resolved and the patient has been continent since then. In 2012, she developed pelvic pain but did not seek evaluation or treatment for it. A few days prior to (B)(6) 2013, she felt a foreign body sensation in her vagina. On physical examination, erosion of the pre-pubic sling was noted and approximately 2.5 cm was removed. Apparently, the ends of the sling eroded subcutaneously. Physician recommended the use of estrace vaginal cream for the next few months and antibiotics for two weeks due to cellulitis. Physician also discussed with the patient the possibility of the need to remove the whole sling.